Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a medical procedure for an unrelated health issue and didn't program her ipg into surgery mode. In turn, his ipg was believed to be inoperable due to being unable to communicate with his programmer. Troubleshooting was able to restore the patient's ipg.